Manufacturer narrative:
Cylinder 1: lot #: 666495005, catalog #: 720074-02, expiration date: 7/23/2015, implant date: (B)(6) 2010, manufacture date: 08/11/2010. Cylinder 2: lot #: 756289004, catalog #: 720074-03, expiration date: 02/15/2017, implant date: (B)(6) 2012 manufacture date: 03/05/2012.

Event description:
It was reported the patient had his spp removed and replaced due to "tissue expression" where the tissue stretches over time. No additional patient complications were reported in relation to this event